Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted the lead impedance for the pacing rv was not further defined.

Event description:
It was reported that the patient was observed with pauses in pacing that were more than 15 seconds which resulted in repeated seizures. The lead was not consistently capturing at the set output. It was undetermined whether the issue was related to the device or lead. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.